Event description:
It was reported that during surgery the pedicle screw's saddle disengaged when removing the temporary rod. The surgeon removed the broken pieces that could be retrieved. A small broken piece could not be found and was left in the wound. The screw was removed and replaced with no further complications. No patient complications were reported.

Manufacturer narrative:
The device has been returned to medtronic for evaluation. Visual examination confirmed the saddle component has disengaged from the screw. The ring portion of the saddle has broken off and was not returned. It appears that the staking of the saddle may be off center. A review of the device history records found no documentation to indicate a non-conformance to specification.